Manufacturer narrative:
(B)(4). The analysis found that one (B)(4) device a was returned in good visual condition and with sixteen (B)(4) cartridge reloads present. Reloads d, e, and f were received fully loaded with staples; reloads g to s were received fully fired and were noted to have several b-formed staples on the cartridge decks. The device was tested for functionality in the articulated position with the returned reload d and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The analysis found that one (B)(4) device b was returned in good visual condition. The device was tested for functionality in the articulated position with the returned cartridge reload e and it fired, cut and formed all the staples as intended. The cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. The rep called with some additional information: the surgeon stated that the blood loss was too difficult to determine. The patient has received 12 units of blood, 8 units of frozen plasma and 3 units of platelets. They also used 150 lap sponges in the case. Product director spoke with the sales rep, "she has had a science of tissue management review with doctors. Also, customers have informed the sales rep that they believe it was due to the tissue condition. Patients preexisting condition(s)? Requested information from surgeon. Patient age, weight? Requested information from surgeon. Did the bleeding appear from the entire staple line or a portion of the staple lines? Portion of staple line. Was the patient taking any anticoagulants? Requested information from surgeon. Did the staples appear to be formed correctly? Yes. How long has the user been using the device? 2 years. Has in servicing been performed? Yes. Does the surgeon wait 15 seconds prior to firing? Yes.

Event description:
It was reported that during a bilateral salpingo oophorectomy with nephrectomy with an omentectomy with splenectomy with a sigmoidectomy and ureterectomy procedure, with both devices, there was bleeding at the staple lines. The patient was given 6 units of frozen plasma and 6 units of blood. The patient is still in the hospital. Two 45mm endocutters and eleven reloads were used to complete the procedure. However, there was oozing, not as much as the other devices, at all the staple lines that was controlled with bovie and hand sewing. On what tissue type was the device used? At what location on the tissue? First device on omentum, second device between spleen or kidney. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No radiated and asku steroids. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? Firings 3-12 for the first device and firings 1-4 for the second. If echelon, during which stroke did the event occur? Both devices completed the firing sequences. What color cartridge was being used? Gray for both devices. What other color cartridges were used before and after this event? Gray for both devices. Was buttressing material utilized? No for both devices. Was the instrument fired across or near an existing staple line or clip? No for both devices. Were any unexpected noises heard? No for both devices. Were any of the forces higher or lower than expected (closing, firing, or opening)? No for both devices. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes for both devices. Was there any difficulty removing the device from the tissue? No for both devices.